Event description:
A surgeon reported an intraocular lens (iol) was exchanged for a different power lens due to an unexpected postoperative refraction. The surgeon reported the patient's vision was "great" since the lens exchange. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/26/2009, 09/01/2009, 09/03/2009, 09/11/2009, and 09/15/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/23/2009.